Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap appendectomy. According to the reporter: the device would not open after firing. Clipped around wound-re fired new stapler. The instrument was resected with the use of another device.